Manufacturer narrative:
A product investigation is in progress.

Event description:
String breaking - tampon [device breakage]. Hard to put tampon in [complication of device insertion]. Case narrative: consumer reported via phone that tampon string is breaking and tampon is hard to insert. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String breaking - tampon [device breakage]. Hard to put tampon in [complication of device insertion] . Case narrative: consumer reported via phone that tampon string is breaking and tampon is hard to insert. No injury reported.